Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen appeared to be fading and there were ink blots on the screen, making it difficult to read the screen. Customer's blood glucose was 174 mg/dl. The pump remained functional and the customer would continue to use the pump for insulin therapy.